Event description:
It was reported that the patient was admitted after having a questionable syncopal episode. The patient disconnected the mobile power unit (mpu) while sitting on the edge of their bed and woke up looking at the ceiling. This was followed by another fall where the patient fell forward and then onto their back. Patient was noted to have multiple no external power/low voltage alarms. Of note, the patient reached the max number of uses on the backup battery (ebb). The patient admitted to disconnecting from wall power regularly. Automatic implantable cardioverter defibrillator (aicd) interrogation was unremarkable. Log files were submitted for review and captured numerous low voltage hazard/no external power events between the timeframe of 03sep2024 at 0247 through 03sep2024 at 0624. These all occurred while using the mpu and appeared that the mpu was losing total power then power was restored then a total loss of power again over and over within that timeframe. The ventricular assist device (vad) continued to operate during this time with no interruption to pump support.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported syncopal episode could not be conclusively determined through this investigation. A review of the submitted log files revealed multiple no external power alarms. Pump function was not compromised due to these no external power events. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. A system controller backup battery use count reset was performed by abbott technical services on 06sep2024. The system controller had a low flow software version installed, and the customer opted not to disconnect the patient's driveline. The backup battery use count reset was performed via system monitor successfully; no issues were noted. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). No further issues have been reported. The heartmate 3 lvas instructions for use (IFU) lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas IFU provides an explanation of all pump parameters, including pump flow. This document states that the low flow hazard alarm will occur when the estimated pump flow is below the low flow limit and explains that changes in patient conditions can result in low flow. The IFU and patient handbook describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.